Event description:
Philips received a complaint by the customer on the v60 indicating that there was a "hot" smell coming from the unit. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was a "hot" smell coming from the unit. The customer requested onsite service. A philips authorized service provider (asp) went onsite and observed a burning smell coming from the blower. The philips asp then replaced the blower and confirmed the reported issue was resolved. The philips asp replaced the blower assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H11: it was reported that the blower was making a lot of noise and smelled "hot." A philips authorized service provider (asp) went onsite and observed a blower stalled error code in the significant log. The philips asp then replaced the blower and confirmed the reported issue was resolved. The philips asp replaced the blower assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.